Event description:
It was reported the end of the stent buckled on a 7fr sheath during extremely tortuous sub-clavian artery procedure (off-label use). Removed 7fr sheath and replaced with an 8fr sheath using the same reported item and completed the procedure with no further complications.